Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead body damage as the wire perforated through the spinal part of the lead at the distal end. Hence, the physician opted for a new lead. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead body damage as the wire perforated through the spinal part of the lead at the distal end. Hence, the physician opted for a new lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the lead insulation damage allegation based on observation of a punctured insulation before the spiral fixation (tip region of lead). Moreover, the damage was consistent with a back-loaded wire escaping the lumen.